Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire was secured in the handle assembly and it was rolled in the handle assembly. Additionally, the trip wire was kinked in several locations at the proximal section. The suture was broken, likely to separate the device from the endoscope. The ligator head was returned with five bands attached to it, indicating a deployment failure. The suture hole was in good condition and no damages were observed. The ligator head teeth were found undamaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The trip wire bent/kinked could occur during the device setup when securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally, it is possible that the ligator head was hit against the anatomy of the patient and this could cause the suture and knots to move from their original position, slipping through the bands during the handle rotation, leading to an improper deployment of the bands. The reported event was confirmed. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2021. During the procedure, the device could not deploy. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2021. During the procedure, the device could not deploy. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.